Manufacturer narrative:
Visual inspection of the persona tibial articular surface provisional shim confirmed one ball bearing and associated spring were missing. The missing ball bearing and spring were not returned. The tasp shim exhibited many wear marks on both the proximal and distal surface. The swage widths were found to be variable and minimal in some sections. Slight evidence of deformation of the swage in the distal/proximal direction was present. These devices are used for treatment. Corrective actions identified that sonic cleaning may be a contributing factor to ejecting of the ball and spring from the persona tasp shims, and that a user need of the device to be able to withstand ultrasonic cleaning was not identified during development. Zimmer initiated a field action on december 11, 2014; field action FDA z-1052-2015 pertains to all sizes and lots of this instrument.

Event description:
It is reported that the central processing division of the hospital staff noticed a ball bearing had fallen out of the instrument.